Manufacturer narrative:
(B)(4). On an unknown date approximately one month prior to the receipt of this report, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported dates, the patient was treated with an unspecified antibiotic for two weeks (medication, route, dosage, and frequency not reported) for the peritonitis event. Physioneal therapy was ongoing and on an unreported date, the patient switched from automated therapy to continuous ambulatory peritoneal dialysis (capd) therapy to facilitate recovery and at this time, has not returned to automated therapy. On an unreported date, the peritoneal effluent fluid was clear. The patient was recovered from the peritonitis event. No additional information is available.